Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. Device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 21-jan-2026. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. A force sensor functionality test was performed, and the device was visualized and recognized correctly; no force issues were observed during the test. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: always zero the contact force reading of the catheter following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc cardiac ablation procedure with a thermocool smarttouch catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax's surface. During the procedure, the force values displayed were high. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 26-jan-2026, observed reddish material and a hole on the pebax's surface. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax's surface on 26-jan-2026 and have assessed this returned condition as reportable.